Event description:
A report was received that the patient was having difficulty charging her ipg. The bsn field clinical engineer met with the patient and determined that the difficulty charging was due to the ipg being tilted caused by significant weight loss. The ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Updated information provided. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibited normal charging and discharging characteristics when charged with recommended optimal alignment.

Event description:
A report was received that the patient was having difficulty charging her ipg. The bsn field clinical engineer met with the patient and determined that the difficulty charging was due to the ipg being tilted caused by significant weight loss. The ipg was replaced and the patient was reportedly doing well following the procedure.